Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Boston scientific crm received information that this patient had two syncopal episodes while in the doctor's office. The patient experienced some oversensing on the atrial channel, and possible episodes of ventricular tachycardia. Bsc technical services suggested that an electrophysiology study be performed to determine root cause. The device remains implanted. To date, there have been no adverse patient effects reported.